Manufacturer narrative:
Procedural media as well as two angiographic photos were provided by the site and reviewed by boston scientific medical personnel. The procedural media revealed that a radial approach was used on a right dominant system. There was an extremely tortuous right coronary artery with subtotal occlusion in midportion. After a challenging wire placement due to tortuosity, a small dissection was noted in marginal branch. After sequential dilations diffuse disease detected between the pda and 2nd rv marginal branch. A guide extension catheter was positioned deep in rca (near pda) and ivus was performed over a second guidewire. A long stent was positioned in the mid-vessel and deployed; the stent material appeared to be symmetrically spaced between the marker bands. After post-deployment the ivus and guidewire were removed to obtain a control shot. The images do not match the complaint report with respect to procedure date, stent placement within marker band and additional stent placement. Demographic information on media provided indicates (B)(6) 2010 procedure date on a patient born on (B)(6) 1949. Review of the two photos revealed them to have low resolution with considerable artifact. There were dual chamber pacemaker leads in situ. The initial image labelled as adjusting the position of the catheter revealed a long stent in a tortuous proximal-mid rca. The undeployed stent margins were visible between the delivery system marker bands. The second image labelled as the proximal edge of the stent is shortened to the distal edge, showed a gap between the proximal sds markerband and the proximal stent edge. Likewise, the distal margin of the stent appears further distal than the distal marker band. The proximal portion of the stent appears flared or partially deployed. The vessel appears straightened (less tortuous) as well; target lesion in the tortuous target vessel that required manipulation to position the stent delivery system. The stent margins appeared to shift distal to the delivery system markerbands. The findings are consistent with movement of the undeployed stent distally on the delivery system (partial embolization). The provided images are not consistent with the allegation of stent shortening. The images are consistent with partial embolization of the stent from the delivery system. Stent embolization from the delivery system and stent damage are included in the synergy xd risk management documentation.

Event description:
It was reported that the proximal side was shortened. The target lesion was located in the right coronary artery. A 3.00 x 48mm synergy xd coronary drug-eluting stent was advanced, however, while moving the device back and forth multiple times during positioning, it was found out that there was no stent edge inside the marker on the proximal side. On the angiography the stent was shortened by about 5 mm. This device was left in place in the lesion and overlapped by a synergy xd3.5x12. There were no patient injury reported. It was further reported that the moderately tortuous lesion was 40mm in length, with a 3.0mm diameter (3.5mm proximal) and included a 90 degrees bend. There were no abnormalities noted with the size of the stent until the device was moved back and forth. There were no interactions between the stent and other devices used during the procedure.

Manufacturer narrative:
Event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that the proximal side was shortened. The target lesion was located in the right coronary artery. A 3.00 x 48mm synergy xd coronary drug-eluting stent was advanced, however, while moving the device back and forth multiple times during positioning, it was found out that there was no stent edge inside the marker on the proximal side. On the angiography the stent was shortened by about 5 mm. This device was left in place in the lesion and overlapped by a synergy xd3.5x12. There were no patient injury reported.

Manufacturer narrative:
Date of event: corrected.

Event description:
It was reported that the proximal side was shortened. The target lesion was located in the right coronary artery. A 3.00 x 48mm synergy xd coronary drug-eluting stent was advanced, however, while moving the device back and forth multiple times during positioning, it was found out that there was no stent edge inside the marker on the proximal side. On the angiography the stent was shortened by about 5 mm. This device was left in place in the lesion and overlapped by a synergy xd3.5x12. There were no patient injury reported. It was further reported that the moderately tortuous lesion was 40mm in length, with a 3.0mm diameter (3.5mm proximal) and included a 90 degrees bend. There were no abnormalities noted with the size of the stent until the device was moved back and forth. There were no interactions between the stent and other devices used during the procedure.